Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint has been confirmed. Visual examination of the returned product/provided pictures identified that the dovetail feature was flared out and compressed. Additionally, the distal surface exhibits damage in various areas. Reiew of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. Damage to the dovetail feature can occur if the articular surface is not correctly placed and oriented before pushing it into the tibial plate using the inserter instrument. The root cause is related to the surgical technique. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial knee procedure the surgeon tried to insert the articular surface; however the product did not seat as intended. Surgery completed with another product. No adverse events have been reported as a result of the malfunction. Attempts have been made and no further information has been provided.